Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left tibia; was exchanged due to broken proximal locking screw and resulting non-union.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken proximal screw and non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The first im nail was replaced with a 11mm x 380mm, standard nail using two proximal screws and two distal screws. Sign fracture care international will continue to monitor these events as part of our post market activities.